Event description:
The physician reported that pt presented 12 days after implantation with malar implants and complained of swelling and drainage on right side, and an odd taste in her mouth. A culture was taken. Pt was treated with oral clindamycin, then switch to oral cipro when the culture came back positive for enterobacter aerogenes. Subsequently, pt rec'd 10 course of oral keflex. Pt continued to complain of an odd taste in her mouth. Six weeks post-op, pt was asymptomatic and cultures were negative. Pt saw a dentist who could not identify a problem. Pt saw an infectious disease specialist who prescribed a different antibiotic, but pt discontinued use due to stomach upset. At two months post-op, reporting physician felt pt to be asymptomatic. Pt continued to complain of odd taste in mouth, which was felt to be possible drainage although they found no physical signs of drainage. On (B)(6) 2012, the right side device was explanted. Culture was negative.

Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no other reports of infection involving this sterile lot. (Total of 945 products.) Product labeling addresses the possibility of infection.